Event description:
Ans received a report on (B) (6) 2009, that a patient implanted with a scs system had spontaneous cessation of stimulation and the percutaneous leads were explanted on (B) (6) 2009. The patient was reimplanted with a surgical lead. Product was returned to ans for evaluation on (B) (6) 2009. (B) (6) 2009, follow-up found patient doing well and has good stimulation.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis determined a cut in the outer tubing and all wires in one lead were broken at approximately 30 cm from the stimulation tip. Additionally, the lead wires were kinked approximately 8 cm from the stimulation end, and severely kinked approximately 20 cm from the stimulation end. The wires within the other lead were kinked and had two broken wires approximately 23 cm from the stimulation tip. Conclusion: spontaneous cessation of stimulation was confirmed. The fractures in the lead wires indicated extreme stress beyond the wires' limits. The source of the stress could not be determined. Ans has limited information related to the patient's medical history to the event reported. Ans defers to the patient's physician regarding medical history.